Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set air continued to flow into the line. There was no report of patient impact. The following information was provided by the initial reporter: material #: 10010454 lot: 21015209. The IV tubing kept sucking air into the filter as the nurse was priming the tubing. This has occurred in the past and has been reported to the FDA. Isd-medwatch-bd alar is pump infusion set 0 2 micron filter-IV tubing kept sucking air into the filter.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA on 10 january 2022. Medwatch report # mw5106626.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set air continued to flow into the line. There was no report of patient impact. The following information was provided by the initial reporter: material #: 10010454 lot: 21015209. The IV tubing kept sucking air into the filter as the nurse was priming the tubing. This has occurred in the past and has been reported to the FDA. Isd-medwatch-bd alar is pump infusion set 0 2 micron filter-IV tubing kept sucking air into the filter

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 17-feb-2022. H.6. Investigation: two samples (model #10010454) were returned by the customer. It was reported that the IV tubing kept sucking air into the the filter as the nurse was priming the tubing. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attempted to be primed with saline. One set was primed and no air bubbles were seen passed the filter. The failure was unable to be replicated in this sample. The other set was primed, however, air bubbles could be seen passed the filter. The customer complaint can be verified in this sample. A quality notification was sent to the supplier, and the sample has been sent for further investigation. The supplier tested the filter using a bubble point test with a result of 56 psi, which is higher than the test specification required for the test. The filter was then primed, and no air was found to be present passed the filter. The supplier was unable to confirm the failure, therefore a root cause was unable to be determined. We will continue to track this issue and watch for any emerging trends. A device history record review for model 10010454 lot number 21015209 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of air bubbles / air in line with lot #21015209 regarding item #10010454. H3 other text : see h.10.